Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the display on the customer's insulin pump went blank and a no delivery alarm was also received. The customer stated his blood glucose was in the 300 to 399 mg/dl range, which was treated with manual injection. Troubleshooting was performed for the blank display. The display returned with insertion of a new battery. The customer did not specify whether the no delivery alarm was cleared. Nothing further was reported.